Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a bone-tendon-bone (btb) for anterior cruciate ligament (acl) procedure, two blades broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second blade that broke.